Event description:
It was reported that the right ventricular (rv) lead exhibited unstable thresholds and short interval counts (sic). The pace/sense portion of the rv lead was capped and a new lead implanted successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).